Event description:
Puritan bennett 840 ventilator. At 0630 respiratory therapist and rn were going to start a spontaneous breathing trial (sbt) on the pt. The therapist started to switch him over to CPAP and the ventilator started alarming "device error" and not ventilating the pt. Pt was bagged for 10 minutes while replacement ventilator was set up. The pt was given 2 of versed to calm him during the incident. Biomed received puritan bennett 840 ventilator in shop. Investigating ventilator logs to determine why ventilator was alarming. We had the equipment manufacturer service representative here to work on this machine and he found a bad communication cable. The ventilator has been repaired and returned to service.======================manufacturer response for ventilator, puritan bennett (per site reporter)======================sent service technician out to repair vent.